Event description:
It was reported that, "when the surgeon was drilling the pt tibia to fix a screw, the 1/8" drill broke. However, the surgeon could remove the fragment of the drill from pt tibial bone."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same patient/event as MFR # 2249697-2010-00296.